Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead.

Event description:
A consumer implanted for rsd/causalgia-complex regional pain syndrome and spinal pain reported via the manufacturer&#62688;representative (rep) they had bladder cancer and found the anterior implantable neurostimulator (ins) was uncomfortable near their urostomy. The consumer additionally reported they didn't&#62752;feel like it helped their leg pain. It was unknown what interventions were done or attempted regarding this. As a result the consumer was scheduled to have the entire system explanted on (B)(6), but at the current time the issue hadn't&#62752;been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.